Event description:
In may 2006 the lay user/patient contacted lifescan alleging that her one touch ultra meter was prompting the error 5 message. According to the owner's manual, the error message indicates that the meter detected a problem with the test strips. Possible causes include damage to the test strip or incomplete filling of the confirmation window. At an unspecified date and time, the patient obtained a 180 mg/dl on the reported meter. She described experiencing shakiness; however, the patient could not specify whether the result was obtained before, during or after experiencing symptoms. She took her glipizide following the use of the meter. Emergency services were contacted and she was treated with food and or a beverage. The patient reported that she was not tested on any other device. The customer care advocate (cca) was unable to verify the condition of the test srips with the patient. The patient was using the correct test technique. The cca walked the patient through a retest, using a new vial of test strips, and the issue was resolved. The meter, test strips, and control solution were replaced. The senior medical affairs specialist mailed a letter since the patient could not be reached by telephone. It would have been helpful to know when the patient obtained the 180 mg/dl result, when she took her oral medication, when she developed symptoms, and possible blood glucose results obtained by the paramedics. This complaint is being reported due to the following conclusion: the patient alleged the meter prompting error 5 messages, experienced shakiness, took her oral medication, contacted emergency services for treatment, and was treated with food/beverage.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.